Event description:
It was reported that the blade broke when being inserted into the attachment during pre-operation set up. There was no patient impact or surgical delay as a result of this event.

Event description:
It was reported that the blade broke when being inserted into the attachment during pre-operation set up. There was no patient impact or surgical delay as a result of this event.

Manufacturer narrative:
The device was not returned. The quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.